Manufacturer narrative:
Initial.

Event description:
It was reported that the patient used meal announcements to correct elevated blood glucose reported at 401 mg/dl rather than allowing the device¿s correction algorithm to address hyperglycemia, which prompted education on appropriate use of meal entries. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alerts, alarms, or hospitalization. Investigation included troubleshooting and user education regarding proper dosing behavior and reliance on the correction algorithm for high glucose. Investigation of this case revealed no device malfunction and indicated user technique error related to dosing inputs, with the device components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate user understanding of device use.